Manufacturer narrative:
The facility did not request service for the system. No samples were returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the hazard update: most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.

Event description:
The surgeon reported a corneal burn occurred. The surgeon stated the phaco tip appeared to have transient internal obstruction. Additional information received from the surgeon stated the cataract was very dense. The wound was sutured. The patient's outcome is excellent.